Manufacturer narrative:
The device was not received by the manufacturer for analysis. Lot number cannot be confirmed by the end user. Batch records cannot be reviewed as the lot number is unk. Several attempts to obtain information and/or identifiers have been unsuccessful. The relationship between the device and the adverse event cannot be established at this time. The manufacturer's investigation into these reports will continue.

Event description:
It was reported that a cluster of endophthalmitis cases occurred in which the reported device was one of the products used in one surgery. The total number of events in this cluster were not reported. The device was instilled during routine cataract surgery.